Event description:
A malfunction alarm was reported, described as malf 12, with a fault ID of 12-0x2071, and was resettable. There was no adverse impact to the customer's blood glucose level. Although the customer was initially assisted with resetting the pump, the malfunction recurred, leading technical support to replace the pump. The customer was guided to use an alternate insulin therapy, mdi, to ensure continued insulin delivery. Support confirmed the shipping address for the replacement and instructed the customer on placing the pump in storage mode before returning it. The customer acknowledged understanding and agreed to return the malfunctioning pump using the provided prepaid label within 10 days.